Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle litigation records received. Litigation alleges friction and wear between the cobalt-chromium metal head and metal liner caused large amounts of toxic cobalt-chromium metal ions and particles to be released into the patients blood, tissue and bone surrounding the implants. Patient has been experiencing severe pain, discomfort, loss of mobility, mental anguish and inflammation requiring revision surgery. Doi: (B)(6) 2008 : dor: (B)(6) 2017 (right hip).